Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 13021396); product type: 0195-heart valves; implant date: non-implantable product ID l-evolutfx-2329 (lot: 13090424); product type: 0195-heart valves; implant date: non-implantable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 26mm transcatheter aortic bioprosthetic valve (tav), in a patient with a history of aortic stenosis, a pre-implant balloon dilation was performed due to calcification. Following the dilation, the tav was deployed into the aortic annulus at an implant depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Before the access site was closed, the valve dislodged to a depth of -2mm on the ncc and -2mm on the lcc, and severe paravalvular leak was observed. The dislodged tav was snared up into the sinotubular junction where it remained fixated. Subsequently, a non-medtronic valve was implanted in the annulus without issue. Of note, patient anatomy and narrowing of the left ventricular outflow tract were reported as contributing factors to the dislodgement. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the implantation of this 26mm transcatheter aortic bioprosthetic valve (tav), in a patient with a history of aortic stenosis, a pre-implant balloon dilation was performed due to calcification. Following the dilation, the tav was deployed into the aortic annulus at an implant depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). Before the access site was closed, the valve dislodged to a depth of -2mm on the ncc and -2mm on the lcc, and severe paravalvular leak was observed. The dislodged tav was snared up into the sinotubular junction where it remained fixated. Subsequently, a non-medtronic valve was implanted in the annulus without issue. Of note, patient anatomy and narrowing of the left ventricular outflow tract were reported as contributing factors to the dislodgement. No patient symptoms or complications were associated with this event. Additional information was received that a non-medtronic guidewire was used during the implant procedure. The deployment starting point was at the mid pigtail catheter. There were no positioning difficulties while deployment the valve, and the dislodge occurred after the valve was released from the delivery catheter system (dcs). Per the physician, the cause/contributing factor of the dislodgement was unknown; however, the dcs can be excluded as a contributing factor. Following the implant procedure, the incorrect valve status was provided on the patient's registration card. As the valve was implanted yet inactivated, a new card was not sent and the patient's registration was updated with the correct valve status.